Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd integra¿ syringe with detachable needle broke off into a patient¿s body. Patient was sent to the ER to receive x-rays to locate the needle but the x-ray was clear. Upon further examination of the device, it was noted that the needle was in the syringe.

Manufacturer narrative:
34 sealed 3ml 22g integra syringes, 1 safety hypodermic needle (not bd product) and 2 photos were received for evaluation. 34 sealed syringes were confirmed to be from batch #6299515 (p/n305272). A disassembled integra syringe is apparently depicted in the photos. Per customer's admission in the complaint description the needle was found inside the syringe, which indicates the product functioned as designed and the needle retracted into the plunger rod. Therefore no defect occurred and no further evaluation is necessary. DHR review for batch 6299515 (p/n 305272): manufacturing dates: 11/28/2016 to 11/30/2016. Batch quantity was 270,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch (B)(4) was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect root cause and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.